Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that during surgery, while attempting to obtain a skin graft off of a patient's lower extremity, the blades were able to be applied to the dermatome incorrectly (backwards) causing injury to the patient's skin graft site no additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On march 13, 2018, it was reported that while attempting to obtain a skin graft off a patient¿s lower extremity, the blade were able to be applied to the dermatome incorrectly (backwards) causing injury to the patient¿s skin graft site. On march 16, 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. There was medical intervention/ additional surgical procedures required since an additional graft was needed. The customer did return an air dermatome device, serial number unknown, for evaluation at the time of this investigation. The device history record (DHR) review was not performed since the serial and lot number are unknown. It is unknown if zimmer biomet surgical has previously repaired/evaluated the air dermatome since the serial and lot number are unknown. Product return of the air dermatome by zimmer biomet surgical was not performed at the time of this investigation since the device was not available for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since at the time of this investigation since the device was not available for the repair process. The reported event was non-verifiable since the device was not available for evaluation. The cause of the blades being on backwards was due the user installing the blade incorrectly. The root cause of the blades being on backwards could not be determined since the device was not available for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.